Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer reported they were unable to clear the alarm and unable to rewind the insulin pump. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the interior of the device , there was corrosion on electrical board particularly around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Device received has a crack on the battery tube.